Event description:
As reported by implant patient registry, a patient underwent a mitral procedure with a 26mm sapien 3 ultra resilia valve. Upon follow-up with the fcs, the patient underwent an off-label open sternotomy with an edwards surgical valve and the 26mm s3ur valve. The fcs reported that the certitude delivery system, 26mm resilia valve, and inflation kit all functioned as designed and that there were no allegations of edwards device issues. As per follow-up with the vcc, it was confirmed that the patient underwent an open sternotomy with native avr via edwards surgical 23mm intuity valve. A 26mm s3ur valve was also deployed during same open sternotomy in native mitral position due to severe mac. Later that day, the patient had some post-op coagulopathy with bleeding, and returned to cvor for oversewing and cautery, which resolved the bleeding. No other procedures were performed per the report. It is noted that the bleeding was halted with the oversewing. The site of the bleeding was not able to be specified however it was stated there would have likely been no sewing at the mitral site, as this valve was too calcified for suture placement.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the native mitral open position. As there are no specific IFU or training materials related to native mitral open procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.